Manufacturer narrative:
(B)(4). Date sent: 8/28/2024. Additional information was requested, and the following was obtained: on what date did the implant take place? (B)(6) 2023. Lot #? Not available. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. None. Is the patient currently taking currently taking steroids / immunosuppressive drugs? Not applicable. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? None disclosed. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was mesh used at time of implant? Yes. What was the reason for removal of the linx device? Patient preferred to eat like always had previous to implant. No discomfort reported. At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes. Have the symptoms resolved since the device was explanted? Not applicable.

Event description:
It was reported that a linx was remove per the patients request. Per the doctor, no medical reasoning behind the removal, the patient said he wants to be able to eat whatever he wants. Case was completed.

Manufacturer narrative:
(B)(4). Date sent: 8/14/2024. No lot number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.